Manufacturer narrative:
The subject device was returned to omsc for evaluation and the evaluation is in progress. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a bleeding from the throat of the patient occurred during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device. It was reported that the forceps elevator unexpectedly rose without operating when the distal end of the subject device passed thorough the throat. The user facility completed the procedure using the subject device ,and decided to follow-up the patient one day after the procedure. The outcome of the patient was not provided from the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation, the reported phenomenon unintended movement of the forceps elevator was not duplicated. In addition, the evaluation confirmed following; there was no irregularity such as a sharp protrusion on the outer surface of the distal end. There was no irregularity such as marked scratches, deformation, adhesion of foreign material, missing part, in the forceps elevator. There was no irregularity in the forceps elevator wire. There was no irregularity in range of the forceps elevator movement. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".